Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that there was a power on reset (por) seen. The rep reported that they met with the patient on the day of the report because the patient was getting nervous that the battery was going to deplete. The rep reported that the recharger couldn¿t find the ins, the patient then performed the antenna locate feature and then saw a por on the recharger but the patient was able to recharger after that with 4 bars. The rep reported that they didn¿t have the clinician programmer with her to clear the por or to check the code. The rep reported that the patient was getting good therapy. The rep reported that the ins might have a slight angle but didn¿t appear too deep, flipped or twisted. The rep reported that she didn¿t have to perform a physician mode recharger (pmr). The rep reported that the patient was getting good therapy and would continue to recharge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was recharging fine now and had no further complaints.